Event description:
Patient was implanted with plate and screws on (B)(6) 2008. The vectra plate and 6 screws was removed on (B)(6) 2012 at c5-c6, c6-c7 due to adjacent level disease at c4-c5. Patient was re plated from c4-c5, c5-c6, c6-c7 with competitor hardware. Surgeon advised the consultant on (B)(6) 2013 that a post-op follow-up x-ray on (B)(6) 2013 revealed a metallic fragment remaining in c6. It is probable that the fragment is a peeled fragment of the elgeloy clip portion of a 2-level vectra plate that was removed on (B)(6) 2012. The fragment of the elgeloy clip that was discovered on 1/14/13 remains implanted. Surgeon will continue to monitor the patient for the unretrieved fragment. This is 7 of 7 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.